Event description:
It was reported that the user ran out of cgm sensors, manually entered blood glucose values for several days, and subsequently the ilet operated in bg run mode until the bg run period expired, after which the system prompted the user to connect a cgm or change therapy; education was provided that a connected cgm is required to resume automated insulin delivery. Investigation of this case revealed expected device behavior when operating without a cgm and upon bg run expiration, with no device malfunction identified. Symptoms included no adverse clinical effects reported. Outcomes included interruption of automated insulin dosing when bg run expired without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use without required cgm input leading to an expected safety stop of automated delivery.